Event description:
It was reported that there was particulate matter (pm) in two (2) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags. The pm was described as, ¿small grey plastic particles in the bag¿. The pm was discovered in the pharmacy/clean room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H4: the lot was manufactured between april 17, 2024, and april 18, 2024. H11: two (2) actual devices were received for evaluation. The visual inspection was performed on the returned samples, and it was noted that there was dark grey or black foreign material in the fluid pathway and not embedded in the eva (ethylene-vinyl acetate) material. The reported condition was verified. The cause of the condition could not be determined. However, it is most likely inherent to the manufacturing process or contamination introduced during compounding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.